Event description:
The patient reported that the v-go device came off overnight while in bed and it caused her to bleed. The patient did prepare the application site with an alcohol prep prior to applying the v-go device. The v-go device is not available.